Event description:
Customer generated positive results on 4 ahavm and 9 ehiv tests. The customer was suspicious of the number of positive tests and re-ran the samples on another analyzer. All re-run results were reported as negative. Corrected results were generated for all 13 samples. Investigation found that the wash 1 reservoir was empty, but the primary wash 1 bottle was full. Fe found that the line between the primary bottle and the reservoir had and air lock with a slung of liquid trapped in front of the sensor, therefore, the software did not prompt the user the wash was low. The vent valve for the wash 1 bottle/reservoir line on the instrument was replaced, in late 2007.